Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. The reported allegation of irrigation failure was confirmed, and the root cause for the occlusion was traced to a manufacturing deficiency. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.

Event description:
It was reported that that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the "plastic introducer broke" while handling the device during preparation. No further information regarding the nature of the damage, the patient's status, or the completion status of the procedure were provided. It was further reported that the broken component is the irrigation adapter on the handle of the catheter.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the "plastic introducer broke" while handling the device during preparation. No further information regarding the nature of the damage, the patient's status, or the completion status of the procedure were provided.